Event description:
30 express balloon, 014 htf guidewire (acs), introducer sheild, (usci hemoflex) the super 7 guide catheter was introduced at 7:21 a.m. Position at the origin of the left main coronary. At 7:25 a.m. 014 hft guide wire was positioned on the circumflex. At 7:31 a.m. The 30 express balloon was introduced, slid down over the wire and positioned in the circumflex, at the sit e of the leasion. One balloon inflation was done at 4 atmospheres for 90 seconds and then the balloon was deflated. Dye was injected into coronary artery. At that time, a dissection was noticed extending from the left main down the anterior decending coronary artery. The cardiac surgeons were immediately notified. An interarotic balloon pump was inserted at 7:45 a.m. The patient was in o.r. By 7:55 a.m. Patient was doing fine after emergency open heart surgery. He had an uneventful post-op recoverydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.